Event description:
It was reported that there were concerns of the battery longevity changed as a result of one of the leads using too much energy. Currently, this pacemaker remains in service and no adverse patient effects were reported.